Event description:
It was reported that the handpiece was tested prior to use but when the customer went to use the handpiece during a total joint procedure, it would not turn off. There was no reported patient or user injury as a result of this event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. The technician was able to duplicate the complaint. The technician replaced the trigger assembly and drive train as part of preventative maintenance. The handpiece has since been returned to the customer.